Event description:
It was reported that the 4-40 stud was found missing from the handpiece prior to the start of a case. The handpiece was swapped with another handpiece and the case was completed with no patient consequence.